Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an infusion, the tubing separated and leaked where the blue hard plastic connects to the pumping segment that goes directly in the pump. There was no report of patient harm.

Manufacturer narrative:
Correction to initial report: omit 8105.

Event description:
The customer reported that during an infusion of remicade, the tubing separated and leaked where the blue hard plastic connects to the pumping segment that goes directly in the pump. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a separation and leak was confirmed. Visual inspection showed that the silicone segment was completely separated from the upper fitment. Further inspection showed no o-ring indentations on the silicone segment. Examination under magnification showed no crush mark to the upper or lower fitment. Functional testing was not performed due to the separation, which was leaking fluid. Dimensional analysis of the silicone segment showed the tubing was within specification. The probable cause of the separation and leak was the set's retainer ring not being assembled onto the set during the manufacturing process.

Event description:
The customer reported that during an infusion of remicade, the tubing separated and leaked where the blue hard plastic connects to the pumping segment that goes directly in the pump. There was no patient harm.